Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A post-implant hematoma and bruising in the left flank and pectoral region with significant anemia that did not require blood transfusion was reported. The investigator assessed this event as probably related to the concomitant medication. Patients hospitalization was prolonged. This report replaces MDR-1028232-2024-05674 with the correct serial number.